Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as the patient had a touch contamination with unclean hands when performing pd. On the same day as the onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with cefepime daily intraperitoneally (ip) (dosage and duration not reported) for the peritonitis event. After being hospitalized for seven days for the peritonitis event, the patient was discharged. After 15 days of cefepime treatment, the antibiotic treatment was discontinued. It was reported that the patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.